Event description:
It was reported that the pulse generator exhibited inappropriate measured data for remaining longevity. Device replacement was planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.